Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported by the head nurse that the tip of the serfas probe broke off during surgery.